Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Note: a total of four (4) cases are associated with this complaint. A separate FDA form 3500a has been completed for that case. (B)(4).

Event description:
It was reported by tissue viability link nurse, that the device was used on a patient in the intensive therapy unit (itu) was found to be "damaged early in its use" and needed to be removed before the 29 days of intended use. It was also reported that the balloon began leaking while in use. The device was replaced with an unknown product. No further details were provided by the reporter, including patient treatment and outcome.

Manufacturer narrative:
As the lot# 15fm0001 and expiration date submitted on the initial MDR were incorrect. Manufacturing date (incorrect and unknown). No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).